Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation summary: the device was returned to allergan for analysis and the device weighed 316.49 grams. Under visual analysis crease fold, deformation, yellow particles, and wear abrasion were observed on the shell. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. Initial reporter facility name: (B)(6).

Event description:
Health professional reported right side capsular contracture, baker grade unknown. The device has been explanted.

Event description:
Health professional reported right side capsular contracture, baker grade iii. The device has been explanted.